Manufacturer narrative:
H3: 19 units were received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no leakage present during the evaluation of all the units. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the extension set exhibited a leak while infusing antineoplastic medication to the patient. There was patient involvement, no patient injury was reported.